Event description:
The affiliate reported the customer alleged false positive troponin I (accutni) result, above the customers positive cutoff, for one patient, involving unicel dxc 600i synchron access clinical system. Subsequent testing on centrifuged aliquot produced a lower result, within the normal reference interval. The elevated result was released out of the laboratory and questioned by the physician as it did not correlate with the patient's clinical presentation. An amended report was issued. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance.